Event description:
Device 1 of 4. Reference MFR reports: 1627487-2012-03952, 03954. The pt received 2 scs systems (thoracic and peripheral (off label)) which included 4 scs leads. The 2 peripheral leads have different lot numbers. It was reported, the pt was experiencing an "erratic stimulation pattern" due to lead migration. Subsequently, the pt's scs leads were replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.